Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_ unknown_lead, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient had been suffering from chronic lower back pain for many years and had been diagnosed with degenerative disc disease, lumbar radiculopathy, and lumbar spondylolysis. The patient underwent lumbar fusion, but the patient continued to experience pain in the lower back and lower extremities. The patient underwent a spinal cord stimulator trial, which was successful, and was implanted with a spinal cord stimulator. The patient had stimulation in his ribs if he increased his amplitude of stimulation. The patient did not have enough coverage to his lower back and legs. The patient's stimulator was revised and the two stimulator leads were pulled down until they reached the lower t7 level. When stimulation was initiated, the patient felt stimulation in the lower back and both lower extremities. The patient was satisfied with the placement and received good stimulation in the area. If additional information is received, a follow-up report will be sent.